Event description:
Healthcare professional reported that patient was injected in lips with juvéderm ultra plus¿ xc. Six days later, patient developed "an infectious process compatible with facial cellulitis in the right zygomatic region and contamination by streptococcus."

Manufacturer narrative:
Suspect product: lot number 918. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, it was reported that 0.85ml juvéderm ultra plus¿ xc was injected and symptoms developed seven days after the injection near the right ear pinna and zygomatic region. Patient was diagnosed with non-viral meningitis, deemed not related to the device. Patient was hospitalized and given antibiotic therapy. Patient also took "some tetracycline tablets, but did not take the full treatment, only a few days." Symptoms resolved approximately one month later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of non-viral meningitis (not device related) is considered an unexpected adverse drug experience.